Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, a non-recoverable 319 fault on arm 1 was displayed. The customer stated that they had encountered a fault and the only option was to disable the arm. Prior to calling in, the customer had power cycled the system and the issue remained. Emergency power off (epo) of the system would not clear the fault. The customer stated all four arms were needed for the procedure and obtained a separate patient cart. The customer was continuing with the procedure robotically after switching carts. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The system functionality was checked upon powering on the system. The system initially powered on without errors. A recoverable error occurred multiple times while docking, then a nonrecoverable error occurred and only gave the option to disable the arm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the error 319. The system was tested and verified as ready for use. Isi received the usm unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed that customer reported ¿error 319¿ via logs along with 1126 and 307 communication errors. The unit was installed on an in-house system and the usm was semi-functional, but the rolling loop was severely damaged. To avoid the risk of further damaging the usm, the usm will be repaired and retested. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: a usm was not functioning after the start of the procedure. The surgeon required all four arms, so a backup patient side cart was brought in and used to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.